Event description:
It was found during an evaluation: five transducer elements failed during the probe assessment test. There are black lines in the center of the image. The root cause is due to an internal failure of the sr9 probe. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
It was found during an evaluation: five transducer elements failed during the probe assessment test. There are black lines in the center of the image. The root cause is due to an internal failure of the sr9 probe. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of there are lines on the image was confirmed. There are black lines in the center of the image. The root cause is due to an internal failure of the sr9 probe.